Event description:
It was reported that during an unknown procedure, the teflon tip came off the grasper and fell into the patient. The teflon tip was retrieved. Sample is available. It is unknown if the device is available for return. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.